Manufacturer narrative:
There are no reports of any events leading up to the lead migration that are likely to have contributed to the event. The tissue quality at the site of the implant is noted to be loose and unstable, possibly causing the leads to shift. The nalu system is not approved to treat migrain pain, thus this application of the system is off-label and the firm is unable to confirm expected effectivity of the system for this application.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat off-label migraine related to head and neck pain. After activating the system, the patient reported frequent communication issues between the ipg and external therapy discs. Patient also reported inadequate pain relief while the system was connected and running stimulation. Multiple surgical interventions were done, including repositioning the existing implant on (B)(6) 2025 (see MDR 3015425075-2025-00260) and a second relocation of the implant as well as replacement of the leads on (B)(6) 2025 (see MDR 3015425075-2025-00254). During the procedure in (B)(6) 2025 the implantable pulse generator (ipg) was relocated from the intraclavicular area to the posterior shoulder area to provide more stable tissue to support the implant. On (B)(6) 2025 the firm was notified that the patient's pain symptoms had again increased. The physician used imaging to confirm the new leads that were placed at the occipital nerve had migrated. The physician noted that there was no suspicion of any component malfunction so the plan would be to reposition the existing occipital lead. During the procedure on (B)(6) 2025 the physician replaced the migrated lead rather than repositioning the existing one.